Event description:
It was reported that during the implantation of an advance sling, the left arm of the sling "broke off during tensioning", the piece was approximately 5" long. It was an "extremely difficult case- large pelvic bones and pt. Anatomy". The physician did not open a 2nd sling due to the patient anatomy and instead "left the sling in and tensioned the sling by using a heavy clamp to grab remaining tensioning sutures to pull for more tension. Because of difficult needle passes and pelvic bone size /pt. Anatomy - larger groin incision and adductor muscle (finger) dissection was required to get the needle passage." This required the patient to stay overnight. No further patient complications were reported in relation with this event.